Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error alarm during prime. The alarm occurred 3 times in 30 days. The blood glucose at the time of the incident was 400 mg/dl. The customer stated that the alarm history showed a motor position encoder error alarm and motion sensor test failure alarm. Troubleshooting was able to resolve the issue. The device was returned for analysis.